Manufacturer narrative:
H.6. Investigation summary: investigation summary: customer returned (5) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 7065710. Customer states that syringe barrel is not straight, but skewed. Skewed part is a junction where the barrel and the needle cap meet. All returned syringes were examined and no bowed barrel or any other defects were observed on any of the returned samples. A review of the device history record was completed for batch # 7065710 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200688357, 200688356, 200688406] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for damaged barrel (skewed) on lot # 7065710. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with leakage. It was stated ¿the syringe barrel is not straight, but skewed. Skewed part is a junction where the barrel and the needle cap meet.¿ there was no report of injury or further medical intervention.